Event description:
The customer reported to baxter an unknown number of clearlink system continu-flo solution sets in which the roller clamp is not functioning properly. According to the report, multiple nurses in the pre-op/pacu department observed that after the 2c8541 is set-up(primed) and the gravity rate is established on a patient destined for the o.r., after few minutes the rate that was established has increased and the nurses have to re-establish the desired rate. The condition was identified during patient use. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.